Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, the real intelligence robotic drill passed initial tests with burr, however, failed to work when it was time to bur the femur distal cut. Surgery was performed, without any delay, navigating with cori and using the saw for distal cut. No patient complications were reported.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an internal exposure motor connectivity issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the red wire for drill phase a and the violet wire to exposure phase c were working intermittently when the cable was moved. Disassembly of the cable found that the wires had been severed internally and were barely maintaining contact. The most likely cause of the reported issue was found to be due to internal severing of two motor wires. This may have occurred due to torsion or strain applied to the cable, resulting in twisting and stretching of the wires, however it does not appear that any external damage contributed to this failure. Additional causes may have been linked to damage during potting application for manufacture of the cable assembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.